Event description:
Reprocessed cs14c ultracision coagulating shears malfunctioned by getting very hot and burned a hole when it inadvertently touched the surgeon's hand. The surgeon had on 2 sets of gloves and it burned through both of them. Then the harmonic scalpel machine began to alarm that the instrument was malfunctioning.